Event description:
The physician torqued (turned) the device approximately ten times, and the tip detached. No additional information regarding the patient or procedure outcomes is available.

Manufacturer narrative:
The instructions for use provided with this device instructs the user not to torque the device more than five revolutions in one direction. The user appears to have gone beyond these recommendations. In addition, the device used in this case was manufactured prior to implementation of design changes designed to increase the strength of the retriever. The food & drug adminstration has reviewed and cleard the design changes.